Manufacturer narrative:
Findings: button error alarm and intermittent button response noted due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Missing end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 59 mg/dl. Nothing further reported.